Event description:
Related manufacturer reference number: 2017865-2023-02271. It was reported that a patient presented with premature battery depletion on their implantable cardioverter defibrillator (ICD) after only 3 years of implant. It was determined that this was a result of a high output in response to ventricular fibrillation (vf) storms and a loss of capture on the patient's left ventricular lead. The patient's ICD was explanted and replaced on (B)(6) 2022. The patient was discharged post-procedure.